Event description:
I am reporting on the adverse reactions of the mercury amalgam fillings placed in my mouth when I was still an adolescent. I was what one would call an allergic and sensitive child. After having the amalgams placed, my health began to exhibit strange symptoms geographic tongue, tinea versicolor, autoimmune issues, etc. More importantly, my mother is a medical professional, and had she known that mercury was a 50 percent component of amalgam fillings, she never would have let a dentist near anyone in our family. Recently, in addition to my other diagnoses, I was diagnosed with adhd and heavy metal toxicity. I had my mercury amalgam fillings removed in (B)(6)2010. At this point, my symptoms ranged from general erethism, spontaneous lactation, agoraphobia, miscarriages, migraines, brain fog, fibromyalgia, cfs, inability to learn new things, difficulty reading, fits of rage, mood swings, multiple food allergies -including gluten and dairy- etc. And just to be clear, my agoraphobia was so debilitating, I had to withdraw from a major university under full academic scholarship in 2000. The two days post-removal, I had not felt better than I had felt in years. It was instantaneous, but not long lasting. I will not say how, for fear that the FDA will ban any treatment not directly profiting the pharmaceutical industry, but I will say that people are getting better regardless of what the FDA chooses to allow in these archaic dental devices. I will submit with request under supervision of my attorney.